Event description:
During laparoscopic procedure, the needle became lodged in the diaphragm. The surgeon attempted to remove the suture backwards and the needle displaced from the thread. The surgeon made the decision to leave the needle in place, as further exploration would weaken his repair of the patient's hiatal hernia.